Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown. Customer consumed carbohydrates to address bg. The customer also reported that an unexpected reset occurred. The customer reloaded the same cartridge and continued insulin therapy.